Event description:
The consumer reported a positive result with the covid-19 at-home test compared to another covid-19 at-home test. On (B)(6) 2022 at 8:00 pm the consumer performed a covid-19 at-home test and the result was positive with a faint line. On (B)(6) 2022 at 8:00 am the consumer performed another covid-19 at-home test and the result was negative. The consumer tested as she was in close contact with a group of people who tested positive. The consumer has symptoms of congestion, a runny nose, and a sore throat. The consumer believes that it is allergies. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).